Event description:
It was reported that there was oversensing. Further alleged that the patient received excessive shocks and required extensive medical treatment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. The sprint fidelis lead model is included in a field advisory.